Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Complaint device was returned and evaluated on 06-oct-2021, proximal needle breakage was confirmed

Manufacturer narrative:
1 unit of echo-19 device of lot number c1776200 involved in this complaint was returned for evaluation, in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 06 october 2021. The returned device lab findings and observations can be referred through the attached files. Sheath extender advances and retracts without issue. Needle able to advance to position 8 without issue. Stylet retracted from the device & examined no issue observed needle retracted from the device and measured length of needle, the needle measured at 1,610mm vs the 1705mm ± 2mm, sheath length measured at 132.3cm vs 142.4cm ± 2mm. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1776200 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1776200. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to incorrect transportation, storage or handling of the packaging after the device left the manufacturing facility which may have caused the device to break distally. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and detected that the sheath had bent, user attempted to straighten the sheath with hand but the sheath broke. Due to this issue, no adverse effects to the patient have been reported as occurring.